Event description:
On (B)(6) 2012, it was reported that the pt had been in the hospital since (B)(6) 2012. The pt's blood glucose level was 530 mg/dl. The pt received "stationary" treatment and the blood glucose level was corrected via prefusor. The hospital thinks the infusion device delivers too low an amount of insulin. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2012. The complaint cannot be verified. The delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and both meet the specifications. E4 occlusion errors were found in the history list, and the patient did not always solve the e4 error message correctly. According to the pump history, the time/date settings were lost after a restart of the pump. The acid of the supercap leaked out; therefore, the supercap and the surrounding electronic parts are corroded. The pump correctly notified the user to check the date and time setting after restart. The history analysis showed that the user did not set the date and time correctly when the insulin pump restarted. The hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted.